Event description:
It was reported the patient is not receiving effective stimulation. X-rays showed the lead was fractured. The patient suffered a fall several months ago.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.